Event description:
Caller states the patient tested 7.3 inr on the coaguchek s and 4.1 inr on a comparison lab. No acton taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.